Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 01152016; log dates through 01/02/2016 to 01/16/2016: normal power consumption. Additional notes: (B)(4). Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site by the site that on (B)(6) 2016 patient complained of with high watt alarms and stated he felt well and offered no complaint presented to the clinic on (B)(6) 2016. After discussion with the team, patient was admitted for work up and started on a heparin drip and coumadin. Pt had initial response with declination in watts, followed by a rebound increase in the setting of increased ldh and plasma free hemoglobin. It was stated that the patient had a stroke which prompted the pump exchange. Patient was then taken for a pump exchange and is currently on unit and stable. Investigation is ongoing. No additional information provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an increasing trend in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. (B)(4) hospitalization and pump exchanged.